Event description:
The info received describes a plug in vessels. Vascular solutions is unable to distinguish the description "plug in vessels" as either a device malfunction or an arterial occlusion, as attempts made to find additional event and/or outcome information were futile.